Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not initially detect the patient's ECG waveform via standard ECG or paddles lead ECG. As a result, the need for defibrillation, as well as the ability to provide therapy, could have been delayed or prevented if it were necessary. Medical personnel were dispatched due to the patient experiencing chest pain. Despite troubleshooting the cables and electrodes, the crew was unable to obtain any ECG. Medical personnel then cycled the device's power and were able to obtain an ECG trace. The patient survived the event with no reports of adverse effects as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would not initially detect the patient's ECG waveform via standard ECG or paddles lead ECG. As a result, the need for defibrillation, as well as the ability to provide therapy, could have been delayed or prevented if it were necessary. Medical personnel were dispatched due to the patient experiencing chest pain. Despite troubleshooting the cables and electrodes, the crew was unable to obtain any ECG. Medical personnel then cycled the device's power and were able to obtain an ECG trace. The patient survived the event with no reports of adverse effects as a result of the reported issue.